Event description:
Luer hub cracked. Target lesion length 30 and vessel diameter 2.5cm. Vessel was calcified and tortuous. No anomalies during prepping. Pressure could not be built up. Inflation device was used.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.